Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx1782 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility found a rupture of the catheter at distal point . No other information was provided.